Event description:
It was reported that a merlin transmission revealed one low, out of range pacing lead impedance measurement was observed. The patient was in good condition and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.